Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2015 and performed to specification up to the (B)(6) 2016. The voltage recorded for the initial pad-pak was not consistent with a fresh pad-pak. The device failed multiple self-tests due to a low battery between the (B)(6) 2016 and the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. The device records several manual power ups which record a voltage above that which a pad-pak can obtain on the (B)(6) 2016. On three occasions an in range patient impedance was recorded and on two occasions a shock was delivered. This suggests the device was attached to a power supply and would suggest the user was bench testing the device. Investigation found no fault with the returned device. The low battery fails may be due to a genuinely depleted pad-pak. No pad-pak was returned for investigation. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.